Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grades iii.

Event description:
Healthcare professional reported left side seroma and capsular contracture, baker grades iii. Device has been explanted.

Event description:
Healthcare professional reported left side seroma and capsular contracture, baker grades iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: opening and crease fold. Leak test was performed and found opening on patch. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on patch side assessed as to surgical damage. A striated edge opening on plug strap assessed as to surgical damage.